Event description:
A us distributor contacted zoll to report that a (B)(6) male patient passed away on (B)(6) 2015. On the day of passing, the patient was appropriately treated for ventricular fibrillation (vf) four times between 14:55:20 and 15:20:14. The post-shock rhythm of all four treatments of asystole. The patient's brother reported that the lifevest was malfunctioning, and the patient was trying to fix it when he got shocked multiple times. He reported that the patient was shocked before hearing any alarms. The patient's brother reported that both the patient and himself tried to press the response buttons to stop the device, but it did not work. Review of the patient's flags indicates the response buttons were pressed while the patient was in vf delaying the initial treatment by several minutes. The patient passed away later that day.

Manufacturer narrative:
Monitor sn (B)(4) - 01/2011 (reuse). Electrode belt sn (B)(4) - 06/2014 (reuse). Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Attempts have been made to recover the patient's equipment. The equipment has not yet been returned to zoll.